Event description:
Reporter stated the customer has experienced hyperglycemia of approximately 20.0 mmol/l. She changed to her backup infusion device, and her blood glucose stabilized. She believes the insulin delivery of the alleged infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.